Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level had been in the 500 mg/dl level for multiple days. Insulin injections were used to address the high bg level. During troubleshooting with tandem technical support, the time on the pump was noted to be off by 30 minutes. The contact changed the time on the pump.